Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's wife that the patient died with cause of death cardiac arrest. Follow up revealed the patient had last been seen in the clinic (B)(6)2009 and the clinic received 2 transtelephonic reports on (B)(6)2010 and (B)(6)2010, both revealing device system function fine. There is no allegation from a health care professional that the death was device related. Additional information has been requested and not received.